Event description:
It was reported that before an unknown procedure, the products were shipped with damaged packaging; the products were unsterilized and unusable. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the el5ml complaint sample was visually inspected and no damage was discovered. Complaint event is not confirmed.